Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform did not power on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no damages were observed. The customer's reported complaint of the autopulse platform not powering on was confirmed during initial functional testing. Further inspection determined that the power switch was defective. A review of the autopulse platform's archive was performed and no errors or anomalies were observed on the reported event date of (B)(6) 2015. Based on the investigation, the power switch cable was replaced to remedy the customer's reported complaint. In summary, the customer's reported complaint of the platform not turning on when the power button was pushed was confirmed upon initial functional testing of the platform. The root cause was determined to be a defective power switch cable. The power switch cable was replaced, remedying the problem and allowing the platform to function as intended.